Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/26/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: one needle product code 668h were returned for analysis. Upon visual inspection of the sample received, the swage area and attachment of the needle was observed cracked with a needle part separated from the needle body. In addition, no marks were observed to be caused by surgical instrument. Needle pull was observed since the suture was detached from the needle and no functional test was performed due to the condition of the needle. Based on the information currently available, cracked barrel and breakage needle were identified during the investigation of the sample received. This product issue will be addressed through quality system.

Manufacturer narrative:
Product complaint number: (B)(4). Component code: (B)(4): device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained: please provide procedure name and date: (B)(6) 2021 for face lifting. How many sutures separated from the needle on this one patient during this single surgical procedure? 3 suture. When did the needle got separated from the suture, before use on patient (pre-op), during use on patient (intra-op) or after use on patient (post-op). During please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail: no. How was procedure successfully completed? With other threads. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related to: 2210968-2021-11649, 2210968-2021-11651.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture became detached from the needle. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.